Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI:(B)(4), serial: (B)(6), batch: a000171735

Event description:
It was reported that during a conversion procedure from a competitive system to abbott system on (B)(6) 2025, the patient was not breathing well under anesthesia. As such, the case was canceled. Reportedly, the competitive system had been explanted but no abbott device was yet implanted. Patient was breathing normally after he woke up and is stable. Two abbott leads were opened but not used.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.